Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis identified that the proximal end of the lead was stretched; however electrical testing determined that continuity was complete and there were no electrical shorts between circuits. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received by the manufacture representative (rep) via a healthcare provider (hcp) regarding a patient's lead. The rep confirmed that the lead issue happened while the hcp was trying to dry off the original lead. A plan was made for return of the lead for analysis. When asked whether a definitive cause of the lead issue was determined, the rep stated: they could only assume that the glued section on the header electrodes weakened since it was implanted in 2013 and lost the ability to stay intact when being gently wiped off. No patient symptoms were reported and no further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding a patient's lead. Rep said the lead came apart at the electrode header section when the hcp was trying to wipe it off. As a result of what was reported, the lead was replaced. The issue was resolved at the time of the report. There are no environmental/external/patient factors that may have led or contributed to the issue. No patient symptoms were reported and no further complications have been reported as a result of this event.